Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with broken reservoir tube lip, loose shifted end cap sticker and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer woke up with high blood glucose and felt sick. Customer turned the insulin pump on and gave a bolus. Customer stated that it didn't do anything. Customer treated with manual injections and when she tried to bolus, it did not correct her blood glucose. Caller stated that the pump did not want to rewind. Customer's current blood glucose is 260 mg/dl. Customer had no symptoms but her chest was hurting. Caller stated that the drive support cap was uneven on the right side. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.